Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is reportedly affected. No incident of accident or trauma was reported by the parents. There is currently no surgeon for this clinic for re-implantation. Transfer to another clinic is recommended.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode, which might have been caused by an external impact to the implant site, seems likely. However, a device investigation of the explanted device is necessary to determine a root cause. A date for surgery has not yet been made available.

Event description:
Hearing performance with the device is reportedly affected. No incident of accident or trauma was reported by the parents.